Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0509 captures the reportable event of suction button sticking.

Event description:
It was reported to boston scientific corporation that orca valve was used during a procedure performed on (B)(6) 2026. It was reported that the orca button is not insufflating properly. The suction button becomes stuck in the depressed position, resulting in inadequate suction. There were no patient complications reported as a result of this event.